Event description:
Follow-up confirmed the initially reported event was related to a patient implanted with a competitor's device.

Event description:
It was reported the patient plans to undergo surgical intervention due to lead migration.